Event description:
Reportedly, review of the patient files of (B)(6) 2016 and (B)(6) 2017 showed that time to rrt was displayed as n/d. According to the implant manual, time to rrt does not display when there is less than 5 minutes of statistics data in device memory, which is not the case for this device. The battery voltage curve shows values within the normal range (there is no rapid discharge of the battery). An analysis about the abscence of time to rrt was requested.

Manufacturer narrative:
Field corrected. Please refer to the attached analysis report.

Event description:
Reportedly, review of the patient files of (B)(6) 2016 and (B)(6) 2017 showed that time to rrt was displayed as n/d. According to the implant manual, time to rrt does not display when there is less than 5 minutes of statistics data in device memory, which is not the case for this device. The battery voltage curve shows values within the normal range (there is no rapid discharge of the battery). An analysis about the abscence of time to rrt was requested.

Manufacturer narrative:
Preliminary analysis showed that the device behavior is within specifications. The time to rrt calculation is available only from v2.4.x implant softwares and a minimum of 5 minutes of statistics with this implant software is needed to be able to perform the calculation.

Event description:
Reportedly, review of the patient files of(B)(6) 2016 and (B)(6) 2017 showed that time to rrt was displayed as n/d. According to the implant manual, time to rrt does not display when there is less than 5 minutes of statistics data in device memory, which is not the case for this device. The battery voltage curve shows values within the normal range (there is no rapid discharge of the battery). An analysis about the abscence of time to rrt was requested.